Event description:
Dexcom g7 was reading stable 200 mg/dl but I was losing consciousness due to low blood sugar. I know it was low blood sugar because I consumed approximately 80 g of fast acting carbs and my blood sugar never increased afterwards.